Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The staple is jamming.

Event description:
The staple is jamming.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box lot # 73j2000822 was manufactured on 09/30/2020 a total of (B)(4) pieces. Lot was released on 10/14/2020. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The device was returned with its trigger partially engag ed. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that there was a partially formed staple protruding from the device. The staples appeared properly aligned in the device. The stapler was received with 20 staples left in the device indicating that at least 15 staples were fired by the end user. The sample appears used as there was biological material on the stapler. Functional inspection was performed by attempting to fire staples from the device. Using hand pressure, the trigger was engaged and the trigger cycle was completed. Upon full engagement of the trigger, the partially formed staple was able to properly form and release from the device. These actions were repeated for the next 4 staples with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All 15 remaining staples were able to properly fire and close into the skin pad. All staples were fired from the device with no difficulty. No defects or anomalies were observed. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as there were no functional issues found with the returned device. The stapler was able to properly fire all remaining staples. The reported complaint of "misfire/jamming - staples not firing" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. No defects or anomalies were observed with the sample. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler.

Manufacturer narrative:
Qn#: (B)(4). Per DHR the product visistat 35w 6/box lot # 73j2000822 was manufactured on 09/30/2020 a total of (B)(4) pieces. Lot was released on 10/14/2020. DHR investigation did not show issues related to complaint. From the pictures was unable to be confirmed failure mode reported as "misfire/jamming - staples not firing". However it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 staplers were taken from the current production from p/n 528235 visistat 35w 6/box lot# 73h2100465 the staplers were functionally inspected (fired) and issue reported "misfire/jamming - staples not firing" was not observed in the current manufacturing process, the staples were loaded and released correctly. Revision of fmea-08-028 rev 05 was performed and the failure mode is already including it, no update is required. Failure mode "misfire/jamming - staples not firing" could not be confirmed with picture attached, however it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions.

Event description:
The staple is jamming.